Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details were provided). Physician reported that patient experienced pelviperitonitis. No further information available at the time of this report. Ptc investigation result was received on 08-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 15-jul-2015 from physician: patient's initials and date of birth were provided. This report refers to a (B)(6) female patient. In (B)(6) 2015 essure lot number c55829 was implanted. Insertion conditions were good and bilateral placement was performed. On (B)(6) 2015, at day 8 following essure insertion, she experienced pelviperitonitis. There was no cause related to the patient that could explain the event. According to the physician clinical consequences were simple after surgery revision. Case upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced pelviperitonitis 8 days after essure (fallopian tube occlusion insert) insertion. The reported event is unlisted according to the reference safety information for essure and was regarded as serious, due to medical importance. Peritonitis is defined as inflammation of the serosal membrane that lines the abdominal cavity and their organs; it is most often caused by introduction of an infection into the otherwise sterile peritoneal cavity. Women may experience secondary peritonitis from a pelvic inflammatory disease, when microorganisms ascend from the lower genital tract. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract, this may explain an increased risk for pelvic infections after insertion procedure. In this particular case, the exact cause of patient's peritonitis was not provided and it is unclear if this event was a consequence of an upper genital tract infection; however considering the close temporal relationship with essure insertion; a causal relationship with the suspect insert cannot be excluded. Due to the serious injury reported, this case was considered an incident. An updated product technical analysis (lot number reported upon follow-up) and further information (event's etiology) are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 30-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record c55829 (production date 12-may-2014 and expiration date 31-may-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. The batch documentation of the reported batch was reviewed. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 19-oct-2015: the patient was gravida IV, with 2 spontaneous abortion and two vaginal deliveries (para 2). Her medical history included small fundic polyp, total thyroidectomy + curage + iodine, breast reduction, operated prognathism and migraine. She stopped tobacco in 2014. The patient's drug history included a well-placed iud (iud nos). She received the following concomitant medication: levothyrox (levothyroxine sodium) and lopressor (metoprolol tartrate). Essure insertion was performed on (B)(6) 2015. During the procedure both ostia were seen and both inserts were easily placed, the procedure duration was 5 minutes. The physician referred to an iud which was let in place during essure placement. On (B)(6) 2015, day 9 following essure insertion, the patient experienced abdominal pain in association with fever at 39°c. On examination she experienced no abdominal guarding but pain on uterine mobilization. Ultrasound showed douglas abscess of 5 cm and iud; the abscess was also confirmed on CT scan. The ultrasound also showed hydrosalpinx of left fallopian tube. Her c-reactive protein value was 142 and white blood cell count 14500. On the same day, a laparoscopy was performed for drainage of fluid collection. The iud was removed for bacteriological analysis. The laparoscopy lasted 2 hours, the abdominal exploration was normal; pelvis appendix was normal, there was uterus inflammation and fallopian tubes inflammation but no essure perforation. A purulent fluid collection of douglas pouch was done with false membranes lavage and drainage of purulent fluid collection and ablation douglas pouch false membranes. The patient did not have associate digestive lesions. Bilateral salpingectomy was also performed. During this intervention, peritoneal lavage and bilateral salpingectomy were performed, on which was diagnosed a chronic salpingitis with acute flare up. According to the physician, this chronic salpingitis should have favored the peritonitis. The patient was discharged on (B)(6) 2015 with treatment with augmentin (amoxicillin sodium, clavulanate potassium) for 10 days. After the intervention, the patient had no more pain, no more fever; white blood cells and crp decreased; everything got better. On (B)(6) 2015: biological work up was normal with c-reactive protein 3.85. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2015 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Peritonitis. The analysis in the global safety database revealed (B)(4) cases. Douglas abscess. The analysis in the global safety database revealed (B)(4) case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a douglas pouch abscess of 5 cm with purulent fluid collection and false membranes and pelviperitonitis 8 days after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic bilateral salpingectomy and abscess drainage; and a chronic salpingitis (hydrosalpinx of left fallopian tube) with acute flare up (fallopian tubes inflammation) was diagnosed. The reported events are listed according to the reference safety information for essure and were regarded as serious, due to hospitalization. Peritonitis is defined as inflammation of the serosal membrane that lines the abdominal cavity and their organs; it is most often caused by introduction of an infection into the otherwise sterile peritoneal cavity. Women may experience secondary peritonitis from a pelvic inflammatory disease, when microorganisms ascend from the lower genital tract. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract, this may explain an increased risk for pelvic infections after insertion procedure. In this particular case, the patient had a previous iud, which was left in situ after essure insertion. The presence of an iud in the uterine cavity during and after essure procedure may have been a contributory role in the reported pelvic infection and peritonitis (by facilitating microorganism ascension from the lower genital tract). However, considering events nature and their close temporal relationship with essure insertion; a causal relation with the suspect insert cannot be excluded. This case was considered an incident, since device removal and hospitalization were required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.